Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, scratch on lens was observed. The lens was removed and replace during the initial procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol (intraocular lens) case. Solution is dried on the iol. Both haptics are deformed. The optic is broken with app. 50 % of it missing. The optic is scratched/marked-rejectable the complainant indicates the use of company delivery system which is not qualified for use with the associated iol model. The complainant indicates that ovd (ophthalmic viscosurgical device) was not at room temperature. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. The product was subject to handling and the reported damage was highlighted post implantation. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Additionally, the customer states that the ovd was not at room temperature. The IFU instructs: "ovd should be allowed to come to operating room temperature over a 20 minute timeframe prior to use. Use the company delivery system at operating room temperatures between 18° c (64° f) and 23° c (73° f) after the device has been allowed to come to the operating room temperature over a 30 minute timeframe". The company delivery system and company-qualified ovds should be used at operating room temperatures between 18°c (64 °f) and 23 °c (73 °f). Allow both the system and ovd to reach operating room temperature before use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).